Event description:
It was reported that a call was received through the answering service from the intensive care unit rn to the clinical supports specialist at 3:20 mdt (5:20 pm est). The rn called the hot line because the intra-aortic balloon pump (iabp, serial number (B)(4)) said the balloon volume was only 2.5 cc since insertion. When the css spoke with the rn, the rn stated that they just received a male pt post coronary artery bypass graft with an iab-05840-lws in place and that the pt's augmentation was very low. The intra-aortic balloon (iab) was placed through the sheath via left groin while the pt was in the operating room and had been in for approximately 2.5 hours. The css told the rn that there is a concern that the iab may be a possibility that clots may have formed on the iab. This pt has been very anticoagulated. The css had the rn turn the pump off and turn off the breaker switch. The css had the rn disconnect the iab gas tubing. The css then had the rn turn the breaker switch back on, turn the pump on and reconnect the iab gas connector. The pump continued to read 2.5cc. It was then attempted to increase the iab volume, but the pump would not increase the volume. The css then had the rn get a second iabp and connect the connector to that pump and it also read the iab at 2.5cc. The css explained that the connector on this iab is faulty and they would neet to change the iab tubing and connector. The rn was in the process of obtaining another 40 cc iab when the surgeon decided to remove the iab. The pt's hemodynamics remained stable without the iab. The decision was made not to replace the iab. The rn thanked the css for the assistance and stated informing the operating room about what was found. There were no pump strips generated or an x-ray for review. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an indefinite delay or interruption in therapy. The pt outcome was the pt was stable without use of the iabp therapy.

Manufacturer narrative:
(B)(4).